Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2012; 407652 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was premature battery depletion and the device was at rrt (recommended replacement time). The device remains in use, with changeout scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device was later explanted and replaced.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. The device met 97.6% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. If information is provided in the future, a supplemental report will be issued.